Manufacturer narrative:
The received device had the cannula assembly deployed; the pink slide was moved forward and visible in the viewing window. The downloaded data showed that the device ran 47 first prime pulses and was deactivated at 1618 pulses. No evidence was found that would result in a needle mechanism failure. Cracks were observed on the top housing, although it cannot be determined when or how this damage occurred. This damage did not affect the device's ability to deliver insulin. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 322 mg/dl while wearing the pod longer than 48 hours on the back. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the parent gave a manual injection. The ketones were positive.